Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that the jaws of the vessel sealer extend instrument would not open or close. The vessel sealer extend instrument was removed from service. The surgeon completed the case without the vessel sealer extend instrument. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The instrument was analyzed and found to have a grip ring dislodged. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips did not open. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moved freely up and down grip the grip drive adapter. The probable root cause is attributed to the manufacturing process.